Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and arterial pressure alarms occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback of the patient's blood was not performed due to clotting, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The exact cause of the alarms cannot be determined; however, the user's guide indicates these alarms are suggestive of an arterial access flow problem. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.